Event description:
Procedure type: tep hernia repair. According to the reporter: the balloon did not inflate properly. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B)(4).